Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to get the insulin from the vial to the reservoir. The customer wanted to transfer the insulin from the vial to the reservoir through the transfer guard. Customer's blood glucose level was 13.2 mmol/l. The device was not returned.